Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-8827l-16 batch unk was received for evaluation. Visual inspection revealed damage to both the head hexalobe and the body threads. The observed damage appears consistent with mechanical stress, likely incurred during use or handling. A functional test was performed using a well-known good plate (ar-2656dl), and it was observed that the screw sits properly in the plate's hole. The device was evaluated according to the drawing specification. C1330 at revision 11, component c1330-04 at revision 9. Overall length: 0.630 ± 0.012 inches. Result: 0.628 inches. Head major thread diameter: 0.161 + 0.001/-0.000. Inches, results: 0.162 inches. Head minor thread diameter: 0.139 + 0.001/-0.000. Inches, results: 0.139 inches. The most likely cause of the reported failure is user error, which may include improper bone preparation or misalignment during insertion. If the screw is not inserted at the correct angle, it will not sit properly in the plate¿s hole.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the clavicle fracture plating surgery that the screw stripped when fixing it in the plate and the upper thread of the screw did not engage the plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-8827l-16 batch unk was received for evaluation. Visual inspection revealed damage to both the head hexalobe and the body threads. The observed damage appears consistent with mechanical stress, likely incurred during use or handling. The device was evaluated according to the drawing specification. C1330 at revision 11, component c1330-03 at revision 9. Overall length: 0.630 ± 0.012 inches. Result: 0.628 inches head major thread diameter: 0.161 + 0.001/-0.000. Inches, results: 0.162 inches head minor thread diameter: 0.139 + 0.001/-0.000. Inches, results: 0.139 inches the most likely cause of the reported failure is user error, including excessive force and misalignment of the insertion.